Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that a lead had been turned off due to twitching in their arm. Follow-up information from the clinic confirmed the right ventricular (rv) lead had been turned off. The patient is paced mainly in the atrium. No further patient complications have been reported as a result of this event.